Manufacturer narrative:
Block b3: date of event was approximated to 04/01/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020504 captures the reportable event of sterile packaging hole. Block h11: investigation results: the returned navigator was analyzed, and a visual evaluation noted that one unopened pouch returned, and no tears or holes were detected in the returned closed pouch. With all the available information, the reported event was not confirmed. Based on the investigation, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. A visual test shows that it was not possible to identify any evidence of either the alleged issue or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a navigator access sheath device was to be used during a ureteroscopy procedure. It was found that the package had a hole in the sterile packaging. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Date of event was approximated to 04/01/2024 based on the date the manufacturer became aware of the event. Imdrf device code a020504 captures the reportable event of sterile packaging hole.

Event description:
It was reported that a navigator access sheath device was to be used during a ureteroscopy procedure. It was found that the package had a hole in the sterile packaging. The procedure was completed with another of the same device with no patient complications.